Manufacturer narrative:
The device was received for evaluation. During visual inspection, the tubing was observed separated from the male luer. The reported condition was verified. The cause was determined to be related to an incorrect insertion between components and tubes in the tail end machine in automatic assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter connector of a clearlink system continu-flo solution set was not welded. This issue was discovered during setup and before patient use. There was no patient involvement. No additional information is available.